Event description:
Reportedly pt expired approx after an implant duration of 1.23 mos (in 2007, after an implant ten months later), due to unk reasons. Unk if pt death is device related. Pt also had a mitral ring implanted. No further info regarding this pt was rec'd.

Manufacturer narrative:
Device not returned.